Manufacturer narrative:
Details of complaint: one cns on the third floor went blank. The cns is physically on the 6th floor cmu and they have a remote monitor that connects to the third floor via kvm. Customer reportedly replaced the kvm and nothing changed. Later it was discovered that the cns on the 6th floor was blank. I.e. The screens were black. When he rebooted the cns after replacing the kvm, they have one screen working on the opposite side from where the incident occurred. All the patients then moved over to this screen. It was undetermined if the issue is with the power or the signal. The customer was supplied a new cable to mitigate the issue. Investigation summary: the root cause of the issue was determined to be a defective cable going from the cns tower to the kvm. The overall risk of this event, taking into consideration of severity and probability, is "medium".

Event description:
The customer reported that their central nurse's station (cns) screen went blank on its own.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen went blank on its own. The customer also reported that this cns is physically located on the 6th floor but is serving as a 3rd floor remote device that is connected to this floor via kvm switch. No harm or injury was reported. After the initial troubleshooting it was found that this issue was caused by a bad cable that was going from the cns tower to the kvm. The customer will be receiving a new cable in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) screen went blank on its own.